Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-jun-2025: the issue was identified at the end of the procedure. The instrument was inspected before use and no damage was found. The reporter confirmed that the silver cable was broken. There was no observed intraoperative collision or misuse involving the instrument. There were issues with the opening/closing of the grips, left/right motion of the grips. No issue was observed with the up/down motion of the wrist. The customer was unsure whether cables were protruding from the instrument's distal end. No fragments fell into the patient. The instrument did not collide with any other instrument or tool during the procedure. Isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported broken conductor cable issue was not replicated nor confirmed. Visual inspection revealed no damage to the conductor wires. The instrument passed the continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.